Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) and transvenous defibrillation lead exhibited inappropriate shock therapy to the patient. Review of the stored electrogram revealed noise on the rate/sense channel that was oversensed. Further investigation noted a loss of right ventricular capture and an out-of-range ventricular impedance measurment.